Event description:
While the unit was being used to transport a pt, the unit displayed several messages; pneumatic drive, gas loss and low vacuum. The pt was switched to another unit and therapy was continued. No pt injury was reported.